Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 during a re-evaluation via endoscopically, the gastroenterologist found a spherical-oval-shaped bezoar of about 2 cm located at the lower 1/3 of the intestinal tube. Attempts were made to remove the bezoar but without success. The gastroenterologist decided to replace the entire tubing system with a new tubing system. During the consultation, the gastroenterologist diagnosed the patient with acute gastritis and commenced treatment of 20mg of controloc 1 capsule daily for 30 days. (Refer to medwatch #3010757606-2022-00109).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a peg tube use. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2022-00109 for the linked peg tube record.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a peg tube use. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2022-00109 for the linked peg tube record.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 during a re-evaluation via endoscopically, the gastroenterologist found a spherical-oval-shaped bezoar of about 2 cm located at the lower 1/3 of the intestinal tube. Attempts were made to remove the bezoar but without success. The gastroenterologist decided to replace the entire tubing system with a new tubing system. During the consultation, the gastroenterologist diagnosed the patient with acute gastritis and commenced treatment of 20mg of controloc 1 capsule daily for 30 days. (Refer to medwatch #3010757606-2022-00109).